Event description:
The system was returned with no information. Follow up was able to reveal that the patient had expired nine days post implant. No problems were reported with implant. The patients device check on the day before death was "completely normal" according to the nurse at the clinic. The patient had significant congestive heart failure and cardiomyopathy according to the clinic. Additional follow up found that the patient had died at home.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the device was returned, analyzed, and analysis revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed, and primary analysis results revealed no anomalies found. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The system was returned with no information. Follow up was able to reveal that the patient had expired nine days post implant. No problems were reported with implant. The patients device check on the day before death was "completely normal" according to the nurse at the clinic. The patient had significant congestive heart failure and cardiomyopathy according to the clinic. Additional follow up found that the patient had died at home. Cause of death has been received as arteriosclerosis/ heart disease and suspected to be device related.